Event description:
Note: this report pertains to one of two indirect decompression (ID) spacers explanted in the same procedure. It was reported that the patient experienced an infection. The patient was seen in the clinic with a red and puffy incision, and the physician declared the patient had an infection. The patient was administered medication. The patient underwent an explant procedure to explant the two ID spacers. Both explanted devices were disposed by the medical facility and will not be returned. The patient was doing well postoperatively.